Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and salpingitis ('bilateral fallopian tubes: mild chronic salpingitis') in a 29-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, abdominal pain upper, gastritis and uti. Concurrent conditions included premenstrual syndrome, muscle cramps, adenomyosis, adhesion, paratubal cyst and discomfort. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2016 to (B)(6)2016 for contraception as well as alprazolam, fentanyl citrate (narco) from (B)(6)2016 to (B)(6)2017, ibuprofen from (B)(6)2016 to (B)(6)2017 and misoprostol. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain ("physical pain, pain, pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, salpingitis, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2016 and (B)(6) 2016. Essure coils placed and deployed bilaterally without complication, (2) coils seen external on the left,(4) coils seen on the right, states pain scale of up to 7 when cannulating the tubes, quickly resolved, mostly cramping discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Batch no d19665 production date 2014-10-20 expiration date 2017-10-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus/ migration') and salpingitis ('bilateral fallopian tubes: mild chronic salpingitis') in a 29-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, abdominal pain upper, gastritis and uti. Concurrent conditions included premenstrual syndrome, muscle cramps, adenomyosis, adhesion, paratubal cyst and discomfort. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 for contraception as well as alprazolam, fentanyl citrate (narco) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2016 to (B)(6) 2017 and misoprostol. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain, pain, pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems: depression/ psych injury"), anxiety ("psychological or psychiatric problems: mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia and abdominal pain had resolved and the salpingitis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016. Essure coils placed and deployed bilaterally without complication, (2) coils seen external on the left,(4) coils seen on the right, states pain scale of up to 7 when cannulating the tubes, quickly resolved, mostly cramping discomfort. Patient received treatment for pain pelvic, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Batch no d19665, production date 2014-10-20, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New event: abdominal pain added. Outcome for previously reported events: migration of essure device: uterus, pelvic pain, menorrhagia (heavy menstrual bleeding) is updated to recovered / resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and salpingitis ('bilateral fallopian tubes: mild chronic salpingitis') in a (B)(6)-year-old female patient who had essure (batch no. D19665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, abdominal pain upper, gastritis and uti. Concurrent conditions included premenstrual syndrome, cramp, adenomyosis, adhesion, paratubal cyst and discomfort. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 for contraception as well as alprazolam, fentanyl citrate (narco) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2016 to (B)(6) 2017 and misoprostol. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain, pain, pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, salpingitis, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016 and (B)(6) 2016. Essure coils placed and deployed bilaterally without complication, (2) coils seen external on the left,(4) coils seen on the right, states pain scale of up to 7 when cannulating the tubes, quickly resolved, mostly cramping discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received: lot number added events: migration of essure device: uterus, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) added. Event from mr salpingitis added. Patient demographics, new reporters information, medical history, concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.